Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19june2019. The service technician confirmed the reported issue and replaced the flow sensor assembly. The issue has been corrected.

Event description:
The customer reported oxygen concentration is out of specification. At the setting of 30 % at oxygen concentration, a measured value was 36.6 % and it was out of the acceptable range. There was no patient or user harm reported.

Event description:
The customer reported oxygen concentration is out of specification. At the setting of 30 % at oxygen concentration, a measured value was 36.6 % and it was out of the acceptable range. There was no patient or user harm reported.

Manufacturer narrative:
MFR received date: 16 sep 2019. Date of report received: 18 sep 2019. A gas delivery system (gds) assembly was return for analysis. An investigation was performed and the out of specification u1 on the oxygen (o2) flow sensor printed circuit board assembly (pcba) caused the o2 accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.